Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined impedance qualified as high, reproducible oversensing of noise and a possible fracture. The ra lead remains in use and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impeda nce of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.